Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (defective connector on power brick) was confirmed. Upon evaluation, the power brick was defective. The cause of the defective power brick is a damaged connector. The connector pins were recessed into the connector. The root cause of the recessed pins cannot be positively identified but is likely a result of excessive force. No adverse event resulted from the defective charger/ modem. The patient received a replacement charger/ modem.

Event description:
A patient service representative (psr) contacted zoll customer support to report that a (B)(6) year old male's battery charger modem would not stay powered on. The psr reported that the charger had a loose power connection. The patient was issued a replacement battery charger/ modem.